Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser 14s cto re-canalization catheter was returned for review. No kinks were noted to the catheter and no anomalies were noted to the saline hub. Visual evaluation of the sample revealed material separation between the outer catheter and distal tip of the device. Therefore, the investigation is confirmed for identified material separation. However, the investigation is inconclusive for the reported activation problem as functional testing could not be performed due to the condition of the device. A definitive root cause for the alleged activation problem and identified material separation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g5. H10: d4 (expiry date: 05/2022), g3. H11: d4(medical device lot), h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure of calcified lesion, the catheter allegedly stopped activation. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 05/2022).

Event description:
It was reported that during a recanalization procedure of calcified lesion, the catheter allegedly stopped activation. It was further reported that another catheter was used to complete the procedure. There was no reported patient injury.